Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience the high blood glucose. The customer¿s blood glucose level was of 550 mg/dl. At the timer of incidence. And customer¿s current blood glucose level was 600 mg/dl customer was with low blood glucose of 60 mg/dl. Customer was treated with insulin pump and auto mode was used. Customer declined to troubleshoot for high blood glucose. Customer experienced headache, nausea for high blood glucose. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.